Event description:
It was reported that during a procedure to treat a lesion in the proximal left main with mild tortuosity and 80% stenosis, a 4.0x15 rx multi-link 8 stent system was advanced; however, resistance was felt, force was applied and the stent system could not cross the lesion. The 4.0x15 rx multi-link 8 stent system was withdrawn from the patient anatomy and an unspecified 4.0x12 nc balloon catheter was used for pre-dilatation in the left main again. A non-abbott stent was advanced and able to cross the lesion successfully to complete the procedure. There was no adverse patient effect. There was a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.